Event description:
The reporter stated that a dopamine infusion was connected to the negative side off the pt's ECMO circuit. The ECMO perfusionist turned the medfusion pump delivering the dopamine infusion into a vertical position in order to flick some air out of the tubing and 9 cc of dopamine were drawn into the emco circuit at that time. It was then noted that the syringe clamp was not properly secured over the barrel of the syringe.